Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and due to bent cannula on (B)(6) 2018 with blood glucose level was 314 mg/dl at time of incident and 315 mg/dl. The customer¿s blood glucose level at the time of incident was 355 mg/dl and the current blood glucose level was 160 mg/dl. The customer was treated with insulin pump, manual injection, insulin and potassium drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment.